Event description:
The caller reported alarms occurring during insulin pump use, specifically alarm 2 followed by alarm 26. There was no adverse impact on the customer¿s blood glucose level, with values not exceeding 500 mg/dl or triggering a "high" reading on the cgm. Technical support instructed the caller on several corrective measures, including disconnecting and adjusting the tubing, and attempting bolus deliveries, which did not resolve the issue. Upon further investigation, no visible damage was found in the cartridge, but the customer observed an insulin ball, leading technical support to help refill and load a new cartridge. Ultimately, the customer was advised to replace any necessary supplies and continue with insulin therapy.